Event description:
Additionally, healthcare professional reported right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side leaky expander. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in device inner surface, missing of suture tab and two curved openings. A microscopic analysis and leak test were performed which identified two opening striated and broken striated of suture tab. Based on the device analysis the final assessment is:two openings striated in the side anterior assessed as surgical damage, broken striated of suture tab assessed as surgical damage, missing of suture tab assessed as inconclusive.

Event description:
Healthcare professional reported right side leaky expander. Device has been explanted.